Event description:
Information received from the field notes that the patient had muscle stimulation with unipolar back-up pacing when the autocapture was turned on. The device was programmed to bipolar and the device remains implanted.